Event description:
It was originally reported during a vena cava filter deployment, a few filter legs remained inside the deployment sheath. Additional manipulation was needed to complete the deployment successfully. However, on (B)(6) 2014, a f/u call to the facility identified that upon deployment the filter arms did not fully expand. A snare device was used to capture and retrieve the filter without incident. A new vena cava filter was deployed successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The filter was returned for evaluation and all six arms were returned fully expanded. Three legs bound together at feet by blood clot. It is unk if the limbs became crossed/bound together upon deployment or upon retrieval. All six arms were fully expanded. As images of deployment were not provided, the complaint investigation is inconclusive for failure to unfold or unwrap. Based upon the available info, the definitive root cause for this event is unk.